Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an unknown spinal fusion from l5-s1 with bmp. At an unknown time post-op, the patient presented claiming severe lumbar pain with radiation into left posterior thigh with weakness in left lower extremities. No further details are known at this time.